Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power voltage was increased to 5.22 vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a "control panel" error message on the doghouse and it was making a beeping noise. No pt injury was reported.